Event description:
It was reported that the patient experienced a shocking or jolting sensation when recharging her implantable neurostimulator (ins) a couple of months prior to the report. The reporter was unsure if the patient had stimulation on or not when recharging, but stated that the patient felt 'a surge of energy.' Since then, stimulation had changed and it was not covering where it should. However, the patient had not felt another 'surge of energy' since it happened previously. The reporter indicated that the patient had not had any falls or trauma. Additional information received two days later indicated that impedance testing was not done, neither was the cause of the issue determined. It was noted that the patient was fine and receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 377775, lot# v010486, implanted: (B)(6) 2007, product type lead; product ID 377775, lot# v009841, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).